Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4) product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt's implanted neurostimulator(ins) was taking "forever" to charge; pt said the ins sometimes took "all day" to charge and sometimes took 5-6 hours to charge since a couple of weeks ago. Pt received "software problem: cannot continue: call medtronic: 1_intellis 2_ 3.6 3_ 4_"(pt did not recall message). Pt mentioned their controller was at 100% last night, 50% this morning, and, during the call, the controller was depleted. Pt also mentioned they typically have their controller at 100% and their ins at 50%, but both were depleted during the call, during the call, the pt charged their controller and confirmed their controller turned on and displayed a green blinking light while charging the controller. The controller then displayed "cannot provide stimulation: recharge implanted device." Pt did not detect any damage on the recharger antenna and recharger antenna was not heating up while charging ins. An email was sent to the repair department to replace the recharger antenna. No symptoms or patient complications were reported.

Event description:
Additional information was received. It was reported that it just did not want to charge at times. It would take 4 hours. A new charger was sent to them and the issue was resolved.

Manufacturer narrative:
Concomitant medical products: product ID 97755, lot#/serial# (B)(6), product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.